Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device was explanted and replaced earlier than expected. A boston scientific field representative noted the device had higher-than-normal pacing outputs, due to a high left ventricular pacing threshold, that may have contributed to the clinical observation. There were no adverse patient effects. No changes were made to the left ventricular lead during the device replacement procedure. The device is not included in any product advisories. The representative was not sure if the explanting facility would be returning the device for analysis.